Event description:
Covidien received information stating that after replacing the circuit on the e360 ventilator, the device was turned on to check the circuit condition; however, the screen remained black. The lamps for the main power, internal battery, were all lit and an alert was generated. The unit was rebooted but the issue could not be resolved. There was no patient involvement.

Manufacturer narrative:
No additional information was provided. Covidien reference: (B)(4).

Manufacturer narrative:
The e360 ventilator main board was received for evaluation and the customer complaint was verified. The printed circuit board (pcb) was assembled into a ventilator test unit, was powered on. The display backlight came on, but display itself remained black. A visual inspection was performed on the board, and no anomalies were observed. It was noted that, although the unit actual display remained black, the external monitor connected to the test unit showed a blinking cursor in the upper left corner, indicating the unit was waiting on a software response. Eeproms were replaced with known good parts. The unit display remained black. The component u23 was replaced, and device display remained black. The ventilator was booted into download mode, and software was reinstalled through a usb. After the download was completed, the unit successfully passed power on self-test (post) twice in a row. The reported customer complaint was verified. (B)(4).